Manufacturer narrative:
(B)(4). Reported failure of missing segments confirmed. Electronic board replaced. Storage battery was found defective and replaced. Unit was repaired and passed all functional testing according to manufacturer's specifications.

Event description:
It was reported that the device was missing segments. There is no report of patient involvement associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). Additional information was received, and the manufacturing date was revised.